Event description:
Info was rec'd from the provider that the device was not heating. Upon repair eval it was discovered that the enclosure of the device appeared to be damaged. It is not know if the pt was using the device at the time of the reported incident. The pt did not report any harm. It appears that a failure of the solder joint on the ac inlet caused the event.